Event description:
It was reported that "every other time" the programmer was turned on it took a long time, with "please wait" errors. These errors would not go away until the programmer was restarted, sometimes more than once. Per follow-up, the programmer was changed out as the wait times were unacceptable. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a long boot time and therefore the hard drive was reimaged and the software reloaded. Analysis also noted that the keyboard was starting to pull apart near the right hinge pin, that the stylus tip was broken and not working and that the system fan was noisy and all were replaced, and the stylus calibrated. It was further noted that the device had two exceptions in the error log and that hard drive performance was at 75% so the hard drive was replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "every other time" the programmer was turned on it took a long long time, with "please wait" errors. These errors would not go away until the programmer was restarted, sometimes more than once. Per follow-up, the programmer was changed out as the wait times were unacceptable. The programmer was returned for service. No patient complications have been reported as a result of this event.